Manufacturer narrative:
(B)(4): a follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that, after the operational check successfully passes and completes, the device freezes (lockup/hang) intermittently. There was no patient involvement.